Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the intensive care unit for unknown reason. On (B)(6) 2018, the patient underwent a system extraction due to infection. The implantable cardioverter defibrillator and the right ventricular lead were explanted and not replaced. The patient was stable during and post operation.